Manufacturer narrative:
(B)(4). The customer reported that this defibrillator failed to power on and that the ac and battery power leds would not illuminate. There was no report of any pt involvement. The customer attempted to repair the device but was unable to do so. The customer was informed that this model of defibrillator has been out of support since 2006 and that parts are no longer available. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause as no repair parts are available.

Event description:
The customer reported that this defibrillator failed to power on and that the ac and battery power leds would not illuminate. There was no report of any pt involvement.